Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited potential t-wave oversensing on holter monitoring resulting in pacing inhibition for greater than two seconds. Boston scientific technical services (ts) reviewed the strips and discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Programming changes were made. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.